Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event with mobile device iphone 11 pro with ios 15.7 and minimed mobile (1.3.1/1.3.2) with 780g pump (software version 6.7v.3) was made and it was successfully reproduced 100% of the time. The software did not performed as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4). After analysing the pump and app logs, it was concluded that in this issue, that wrong sake keys are communicated from our internal storage and send them to the pump. As the sake keys are incorrect, the pump cuts the connection and unpairs the phone. More details regarding this issue can be found in esf (B)(4). Further it can be concluded that ios can kill an application if the resources are needed for other apps. In our case such behavior leads to issues getting sake keys from the keychain. The workaround for the issue was suggested to re-pair the phone each time when the pairing was lost. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 and g2 section.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the errors occurred during the first connection with minimed mobile application and pump. Troubleshooting was performed and but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.